Manufacturer narrative:
Image review: four photographs were received, capturing the resolute integrity 2.25x22mm stent. The photographs capture the deformation to the most distal stent wraps and the deformation to the distal tip on the device. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications (pass). Deformation was evident to the 1st, 2nd, 3rd and 4th distal stent wraps with struts raised and bunched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel.

Event description:
The physician was attempting to use a resolute integrity stent to treat a moderately calcified and tortuous lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging. The device was inspected and negative prep performed with no issues noted. The lesion was not pre-dilated. During delivery, the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo while extending and retracting the stent from/into the non-mdt guide catheter. It was reported that it was possible that the stent was caught at the tip of the guide catheter. The reported device was replaced with a same-size resolute integrity and the procedure was completed with no further issues. No patient injury reported.